Event description:
General report received of an unspecified number of undocumented incidents of cracks in the secondary clave port of the tubing set. On unspecified dates, the primary plumsets were to be used to deliver unspecified volumes of normal saline, at unspecified rates, via plum pumps. At unspecified times after the primary plumsets were primed, the male adapter of unspecified secondary tubing sets were connected to the clave secondary port of the primary plumsets. At this time, cracks were noted in the semi-rigid adapter of the clave secondary ports of the primary plumsets. Although there was potential for a leak, no leakage was reported. The tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.